Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via a left radial artery. The 80% stenosed target lesion was located in a calcified and moderately tortuous shunt vessel. The 5.0-40, 80 wanda catheter balloon was advanced to dilate the target lesion. During the first inflation, the balloon ruptured at 16 atms for 5secs. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) treatment procedure, a balloon rupture occurred. Vascular access was obtained via a left radial artery. The 80% stenosed target lesion was located in a calcified and moderately tortuous shunt vessel. The 5.0-40, 80 wanda catheter balloon was advanced to dilate the target lesion. During the first inflation, the balloon ruptured at 16 atms for 5secs. The device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: initial examination of the returned device noted that the balloon material was fully deflated; however, the balloon was not fully folded or wrapped around the shaft of the device. An attempt to inflate the balloon material failed due to a longitudinal tear in the balloon material measuring approximately 30 mm in length starting at 6 mm proximal to the distal end of the balloon and running proximally down the length of the balloon. No damage was noted to the markerbands. A visual and tactile examination of the shaft of the device found no anomalies. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).